Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the deflated balloon from the stent was encountered. The treatment was for an 80% in-stent restenosis in the mid left anterior descending artery (lad). The physician successfully deployed a taxus express2 - 3.0 x 28 mm stent at 14 atms. Upon removing the deflated balloon the physician felt resistance. The physician had to pull hard on the catheter to successfully remove the balloon intact. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."